Manufacturer narrative:
Product evaluation was performed in order to investigate this issue. Ticket searches determined that there is no atypical complaint activity for the likely cause lots and the 12 month tracking and trending report review determined that there are no adverse trends for the complaint issue. A retained reagent kit of architect anti-hcv reagent, (B)(4), lot number 25043li00 was calibrated and the calibrations met instrument specifications. All control values met control specifications and were in the typical range. The analytical sensitivity was evaluated and the sensitivity panel values met specifications. Results were all in the typical range and no false non-reactive results were obtained. In addition, the clinical sensitivity was evaluated by testing two commercially available sero-conversion panels. The reagent detected the same bleeds as reactive with comparable s/co values for the sero-conversion panels. Based on this data it was shown that the sensitivity performance is not adversely affected. To evaluate erratic results, 300 replicates of positive control were tested across three instruments. All positive control values met control specifications and no false non-reactive results were identified. Based on the evaluation results, no malfunction or product deficiency identified and the product in question is performing as intended.

Event description:
The customer stated that one patient sample generated (B)(6) result for the architect anti-hcv assay. The same patient sample was retested (as the patient had a previous (B)(6) result) and (B)(6) results were generated. The (B)(6) result was reported out and the customer questioned the (B)(6) result. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 06c37 that has a similar product distributed in the us, list number 01l79. (B)(4).